Event description:
The facility reported an ipump with "pump works for 5 minutes when you turn it on but then it stops working." This condition occurred during preventative maintenance in the micu. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem was not confirmed during device evaluation. The cause of the condition was not identified and there were no repairs performed to resolve the customer reported condition as this is a stay-in device. Additional information: a device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed no previous service events were related to the reported condition.